Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.(B)(4)

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked on tissue then was removed by pulling it from tissue. There was minimal tissue damage and clips were able to be placed around the tear. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Jaw or cam interface is disengaged the analysis results of the device (a) found that it was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. The device was cycled and ejected the remaining clips due to the found condition of the jaw/cam. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. In addition, the device locked out as intended but the orange indicator was visible 11th firing sequence thus, it over traveled. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was received with one j shaped clip inside the jaws. The jaws were inspected and no burr was found. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer slid toward tissue stop causing that the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; a pear shaped clip was released. The remaining two clips were conforming according to our manufacturing specifications and then, it locked out as intended. In addition, the tip of the advancer was noted to be bent. One possible cause for the condition found is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Subsequent actuations or manual opening of the device may bend the advancer tip back toward its original position and break the advancer tip. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # g9j709 mfg date 01/15/2010 exp date 12/15/2014. Advancer bypass toward tissue stop.